Event description:
It was reported that after several times of aspiration, there was air in the flushing port of the faradrive sheath. It was also noted that the sheath leaked fluid. The faradrive sheath was replaced. No patient complications were reported.. It was further confirmed that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation no air was seen to enter the patient. The device had entered the patient at the time of the event. The procedure was successfully completed with the new device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was disposed. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5: event already included "for a pulse field ablation (pfa) procedure to treat an atrial fibrillation" statement was added as more clarification on the type of procedure. No air was seen to enter the patient. The procedure was successfully completed. The device had entered the patient when previously during preparation was selected - updated. H6: impact codes - updated.

Event description:
It was reported that after several times of aspiration, there was air in the flushing port of the faradrive sheath. It was also noted that the sheath leaked fluid. The faradrive sheath was replaced. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was disposed. If there is any further relevant information obtained, a supplemental medwatch will be filed.